Event description:
It was reported that the device was not able to be interrogated with bluetooth (ble) telemetry. No intervention has been performed. The patient is stable and will continue to be monitored.